Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020 for 2 days. The customer¿s blood glucose level was 564 mg/dl at time of incident. Another blood glucose level was 468 and 196 mg/dl. Other recent high blood glucose event was on december 6, 2020. The customer was assisted with troubleshooting. The customer was treated with insulin drip, insulin pump and manual injection. The customer stated that the symptoms related to high blood glucose such as vomiting, tachycardia, shortness of pain, dehydration and pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer alleged insulin pump was under delivering because it didn't bring down blood glucose. The device will not be returned for analysis.